Event description:
The customer obtained multiple non-reproducible unexpected vitros amon quality control results on a vitros 350 chemistry system: control l2 vitros amon: 122.4, 136.8 and 218.9 ¿mol/l vs. Expected 182.1 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, unexpected vitros amon quality control results were obtained on a vitros 350 chemistry system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. The root cause of this event is most likely instrument related.